Manufacturer narrative:
The act and esc buttons did not respond due to flattened button dome switches. The j2 lcd keypad connector was not unlocked. The displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests were unable to be conducted due to button keypad anomaly. The pump was received with minor scratched display window, and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states that the buttons are hard to press. The customer states that their blood glucose levels started at 222mg/dl, but rose to 443mg/dl. The customer was advised the pump would be replaced and returned for analysis.